Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.